Manufacturer narrative:
Product event summary: (B)(4) the full lead was returned in segments, analyzed and analysis was performed and no anomalies were found.

Event description:
It was reported an infection occurred. It was further reported the device pocket was opened. The lead was removed and will be replaced at a later date. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant product: d224trk implantable cardioverter defibrillator (ICD) implanted: (B)(6) 2012; 6947-65 implantable tachy lead implanted: (B)(6) 2010; 5076-52 implantable pacing lead (B)(4) implanted: (B)(6) 2007.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.